Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. However, data for the android app g6 was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional test was performed and passed. Pairing test was performed and passed. Share logs were provided. However, the data received reflected the android app g6. A review of the receiver was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.